Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. A full examination of heartmate ii lvas could not be performed because the device was not returned to the manufacturer for analysis. The instructions for use lists stroke and neurological dysfunction as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the vad administrator indicating that the patient expired due to complications of stroke. The pump was not explanted and will not be returned.

Manufacturer narrative:
Approximate age of device - 11 months, 12 days. A root cause for the reported event and a correlation to the device could not be determined through this evaluation. The patient remains ongoing on lvad support with no further issues reported. The instructions for use lists stroke and neurological dysfunction as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted following a possible transient ischemic attack and concern for a possible seizure. The patient had a 30-40 second episode of shaking head and questionable loss of vision versus blurred vision. The patient reports that he was unable to move or communicate at that time but was aware of the situation. The patient has no history of seizure activity and denied loss of consciousness or post-ictal symptoms. The patient also reported shortness of breath with congestion, one episode of vomiting, and dark stools for three days. An occult stool tested negative for blood. A head CT scan revealed a small right frontal lobe infarction and stable, mild cortical atrophy. An x-ray revealed stable cardiomegaly, mild congestion, and right lower lobe opacity. The patient¿s international normalized ratio was 1.4; therefore, his coumadin dose was increased. The patient¿s hemoglobin level was stable at 12.3 g/dl. The patient's mean arterial pressure (map) was in the low 60s mmhg resulting in lisinopril being held and the metoprolol dose was decreased. An extended electroencephalogram was normal and the patient was eventually resumed on lisinopril when his map was in the 90s mmhg and the pump speed was increased to 9000rpm in response to the higher map. On (B)(6) 2015, head and neck CT-angiography showed no changes for posterior circulation and no further testing was required. The patient was subsequently discharged home. His inr was still at 1.4 and the coumadin dose of 3mg was continued.